Event description:
This x-ray system during a case can suddenly drive up the fluoro kv and ma which causes the fluoro image to turn white and become unusable. The system must be rebooted before normal imaging resumes.

Manufacturer narrative:
Eval results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.